Manufacturer narrative:
Consumer experienced scratched and bleeding gums. The diamond clean brush head is an accessory to the sonicare toothbrush. The model and serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that a piece in plastic in the bristle field scratched and caused their gums to bleed.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.